Manufacturer narrative:
Product event summary: the actual device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an impedance out of range alert.

Event description:
It was reported that during a system upgrade procedure the physician had difficulty connecting a competitor's chronic df4 right ventricular (rv) lead to the device. A device alert was triggered a few days post procedure for rising/high superior vena cava (svc) rv lead impedance. The device alert was programmed off and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).